Manufacturer narrative:
Info anticipated, but unavailable at this time.

Event description:
It was reported that during a esophagectomy, the active blade was broken after several times using. Another device was used to complete the case. There were no adverse consequence to the pt.